Event description:
(B)(4). I began bloating, severe prolonged cramping, bleeding, sex is extremely painful, I can feel the coil on my right side moving, no longer have regular periods. Exercising now hurts as it pulls on my right side . Painful, migraine.